Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable was cut which damaged the blue (canl), white (drvn_gnd), orange (+5v),a nd yellow (pgnd) wires. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged wires. The cause of the damaged wires is the cut trunk cable. The root cause of the cut trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted form the damaged electrode belt wires. The pt received a replacement electrode belt.